Manufacturer narrative:
Re-plugged footswitch cable: system returned to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the footswitch cable disconnected, causing no x-ray; resolved by re-plugging cable on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.